Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2012 to obtain additional information. The patient did not recall many details of the event. Therefore this complaint was classified based on the customer care advocate (cca) documentation. The patient reported that approximately 2 weeks prior to contacting lfs she obtained blood glucose readings of "140 mg/dl" with the subject meter and "49 mg/dl" on another device (ems meter). The patient confirmed that more than 1 hour passed between the two results. The patient informed the mss during the follow-up call, that her spouse found her "unresponsive" one evening in (B)(6) 2012. The patient did not recall the time she was found, but did remember that it was sometime after she had taken her set dose of lantus insulin (10u). The patient informed the mss that the "140 mg/dl" result was obtained with the subject meter sometime prior to taking the lantus insulin. The patient could not confirm if the "140 mg/dl" reading was within her normal range. The patient did also not know if her spouse tested her blood glucose with the subject meter prior to contacting emergency services for assistance. The patient informed the cca at the time of the initial call to lfs, that she was treated with food and/or drink by ems personnel. No additional information regarding the event was provided. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by an hcp after obtaining an alleged inaccurate high reading with the lfs device.